Event description:
It was reported that the customer was at the emergency room due to diabetes ketoacidosis and high blood glucose of 448mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to perform the fixed prime test and the insulin did exit. The caller did not have a tubing clamp available at the time, and advised that the customer should call back for further troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.